Event description:
The physician reported that it was very difficult to release the top cap from the body of the graft. He has used this graft before and stated that he has never found it to be this difficult. With much force it was eventually released with no harm to the pt.

Manufacturer narrative:
Eval: still under investigation.